Manufacturer narrative:
The device was returned to mmdg for evaluation and mmdg was able to confirm the complaint through visual inspection and leak testing. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the bag set was leaking from the bottom of the bag. Mmdg followed up with the initial reporter. They stated that because of the leaking, and the subsequent clean up, that the patients feeding was delayed by two hours. (B)(4).